Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. It was noted there was blood/body fluid in outer tubing overlay and in/on helix mechanism, outer tubing overlay breached cut, and shaft seal out of position.

Event description:
It was reported that during the implant attempt, helix "would not deploy". Different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.